Manufacturer narrative:
The insulin pump passed the displacement and basic occlusion tests. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with a scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The drive support cap is damaged. Advised to return the insulin pump for analysis. Nothing further reported.